Event description:
It was reported that a patient experienced intermittent blood glucose readings. The patient stated they had inserted a continuous glucose monitoring sensor three days prior and did not have the corresponding mobile application, preventing verification of readings through the app. The patient indicated they were driving and unable to troubleshoot. The agent advised that the connection between the continuous glucose monitoring system and the device would need to be re-initiated by toggling between sensor options, and the patient stated they would call back to complete troubleshooting. The patient later contacted support again, reporting continued issues. Following prior guidance, the agent assisted the patient in toggling between sensor options and re-entering the sensor pairing code. The device indicated that the sensor had entered pairing mode. The patient planned to call back if the sensor did not connect within thirty minutes. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.